Event description:
It was reported that the customer experienced an elevated blood glucose level of ¿high¿, although a value was not provided. Cause was due to the customer not starting a sensor session. Customer address bg with a manual injection. Customer was able to start sensor and resume insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.